Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl; a correction injection via mdi, correction bolus via pump, carbohydrates and water to address bg. Reportedly, the customer continued to use the pump for insulin therapy.